Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4 unit bolus was delivered by the pump without user interaction. At the time of the event, the customer had been ¿rolling around¿ while wearing the pump. The pump history was reviewed and it was observed that a 4 unit bolus was delivered after the customer confirmed the bolus entry. The customer's blood glucose was 288-289 mg/dl. Multiple attempts sentence to upload the pump to perform a data review¿.